Event description:
It was reported patient underwent right total knee arthroplasty on (B)(6) 2013 utilizing a signature knee guide. After the guide was opened, it was noticed the guide was marked with the wrong patient date of birth. Traditional instrumentation was used to finish the procedure. As a result, a greater that thirty (30) minute delay in procedure was experienced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Supplier manufacturer confirmed reported event. It was discovered that the quality engineer updated the patient's date of birth information based on what was received from the imaging center. The imaging center provided the incorrect date of birth.